Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found the hot water supply line had disconnected due to a loose hose clamp. The technician replaced the clamp and secured the hose in position. The unit was tested, confirmed operational and returned to service.

Event description:
The user facility reported a reliance endoscope processor was leaking water from a broken hose. No procedural delays or cancellations occurred. No injuries were reported.